Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record, there were countermeasures taken in production in may 2014 to improve the method of putting pressure on the faston terminal of the cable unit. However, those countermeasures had been discontinued with a design change implemented in october 2014. The subject device of this report was manufactured prior to these changes (see h4). Based on the results of the investigation and the serial number of the device, it is likely that the shapes of the faston terminals varied due to issues of the fabrication methods of the faston terminals, and the contact areas between the faston terminals and the led connectors of the cable unit became smaller. Continued use of the cable unit with a small contact area at the site resulted in the generation of an oxide film on the connector, resulting in unstable contact. In addition, it is likely that the terminal in the video connector socket was worn due to repeated insertion over a long-term period of time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem of "led is flickering brighter and darker." The led cables were found charred and determined to be a previous version; a jittering brightness was observed. In addition, worn pins inside the video connector were found, causing an unstable image when the pigtail was manipulated (wiggle).

Event description:
A user facility reported to olympus that the main lamp went out and the "led is flickering brighter and darker during procedure." There was no patient injury or harm, associated with the problem, reported to olympus.